Event description:
It was reported that the patient experienced difficulty using an inflatable penile prosthesis (ipp) pump. The component would dimple and collapse. A surgical procedure was performed. No additional information was reported.